Manufacturer narrative:
The manufacturer became aware of an allegation that an end user developed humidifier not working while using an ds2adv auto CPAP. The device is evaluated but there was no reportable incident. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.

Event description:
The manufacturer became aware of an allegation that an end user developed humidifier not working while using an ds2adv auto CPAP. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Section h6 is updated in this report.